Event description:
Reportedly, the patient implanted with the subject ICD had to undergo percutaneous transluminal coronary angioplasty (ptca). During the procedure, while the wire was advanced, the ICD delivered two shocks. Therapies had not been disabled before the procedure, according to the routine in the center. The setup in the catheter laboratory was the usual one, which has been used before. Reportedly, oversensing was observed in episodes recorded in device memory. Physician wants to know how the mechanical manipulation in the coronary arteries could cause oversensing. Preliminary analysis results confirmed the reported event. The origin of the oversensed noise could not be identified. The most probable hypothesis is that this ventricular noise was related to the medical environment during ptca procedure.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient implanted with the subject ICD had to undergo percutaneous transluminal coronary angioplasty (ptca). During the procedure, while the wire was advanced, the ICD delivered two shocks. Therapies had not been disabled before the procedure, according to the routine in the center. The setup in the catheter laboratory was the usual one, which has been used before. Reportedly, oversensing was observed in episodes recorded in device memory. Physician wants to know how the mechanical manipulation in the coronary arteries could cause oversensing. Preliminary analysis results confirmed the reported event. The origin of the oversensed noise could not be identified. The most probable hypothesis is that this ventricular noise was related to the medical environment during ptca procedure.